Event description:
It was reported that a pump's door will not fully latch. There was also no reported patient injury.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is still in progress. When complete, a supplemental report will be submitted.